Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl and it was addressed by the customer eating a (B)(6) as well as drinking some soda. Reportedly, the customer attributes the low bg level to exercise and declined troubleshooting with tandem's technical support.